Event description:
Procedure type: laparoscopic gastric bypass. According to the rptr: the surgeon stapled the stomach to create the gastric pouch using 2 black reloads with the ultra handle and then proceeded to use 2 blue reloads with the ultra handle, as he normally does. At the end of the procedure, the water test was done to check for leaks on the gastric pouch. Initially, there were no bubbles appearing, but soon bubbles began to appear which indicates a leak in the pouch and most likely on the staple line. When the surgeon investigated where the leak was, it appeared to be high on the stomach where it was very difficult to oversew. The surgeon was unable to find and sew the defect and at which point, his only option was to convert to an open procedure. He was able to oversew after the opening and a leak was not prevalent on the staple line but he oversewed and redid the water test and no water leaks were found. Operative time was extended 3 hours. Hospital stay was also extended.

Manufacturer narrative:
(B)(4).